Event description:
The patient received her scs system consisting of one percutaneous lead and an ipg on (B)(6) 2007. It was reported the patient's device abruptly lost communication with the device charger. Evaluation of the patient's system by the physician was unable to determine a root cause of the loss of communication. The ipg was explanted and replaced. No additional information is available. The explanted ipg was returned to the manufacturer for evaluation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg passes autotest. It is not known when the antenna damage occurred and if it had any effects on charging. Ipg was placed in a saline tank and tested for charging and unusual signals of which no problems were detected. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.